Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds two of the four tabs have fractured. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Examination of the returned device finds two of the four tabs have fractured.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device finds two of the four tabs have fractured. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.